Event description:
During f/u in 2000, an extended charge time was observed. The charge time improved slightly with multiple attempts at consecutive manual cap reforms. The cap maintenance was programmed at a 1-month interval and the pt was scheduled for f/u in 6 weeks. St. Jude medical was informed, 24 days later that the device had been explanted 3 days ago due to an extended charge time.